Manufacturer narrative:
On 13-mar-2017, an fse spoke with the customer over-the-phone to address the reported event. The fse performed trobleshooting with the customer and asked the customer to inspect the aia 2000 analyzer. Upon inspection the customer found that the test cups were starting to build up by the waste chute. The fse requested the customer clean up all of the test cups and to run the daily, which now passed with no errors. The customer also ran qc with no errors. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to cups backed up in waste chute. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported a substrate incomplete error with the aia- 2000 analyzer. The customer reported made new substrate and performed shotdow then performed new daily check with the new substrate and the error persists. The customer is unable to run fsh, lh2 and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lh2 and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.